Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the battery gauge was fluctuating. It was also reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose was "high", although specifiv value was not provided. Customer addressed bg level via correction injection via manual dose injection & bolus via pump. The customer continued to use the pump for insulin therapy.